Event description:
Medtronic received information from a literature article regarding the clinical performance of the balloon-expandable myval transcatheter valve compared to the self-expanding evolut r transcatheter valve. All data was retrospectively collected and analyzed from a single center between march 2019 and march 2021. Of the 166 patients included in the study population, 108 (predominantly male, mean age 83 years) were implanted with a medtronic evolut r transcatheter valve. No unique device identifier numbers were provided. In evolut r group, 13 all-cause and 10 cardiovascular deaths occurred during six-month follow-up, respectively. The circumstances of deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. In the evolut r group, adverse events included: valve embolization (dislodgement) necessitating implant of a second transcatheter valve; coronary artery obstruction; peri-procedural myocardial infarction; conduction disturbances (first-, second-, or third-degree a trioventricular block, left bundle branch block, ventricular arrhythmias, atrial fibrillation/flutter); permanent pacemaker implantation; mild to severe paravalvular leak; cardiovascular hospitalization; stroke (disabling or non-disabling); transient ischemic attack; bleeding; major vascular complications; and access-related non-vascular complications (no interventions were reported to have been performed as a result). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: barki m, et al. Clinical comparison of a novel balloon-expandable versus a self-expanding transcatheter heart valve for the treatment of patients with severe aortic valve stenosis: the eval registry. J clin med. 2022 feb 12;11(4):959. Doi: 10.3390/jcm11040959. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated information: b5. Additional information received from the physician/author stated there was no relationship between medtronic product and the deaths, and there was no direct relationship between medtronic product and the non-death adverse events. H6. Eval code method (fdm/annex b) updated as the physician/author stated all the valves remained implanted in the patients. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.